Event description:
On (B)(6) 2021, primary tha surgery was performed and the tritanium cup was implanted in the left hip of the female patient. On (B)(6) 2023, central migration was confirmed. The cup was about to go through the inner plate of the hip joint and the patient complained of pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.